Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Later reported by patient's wife that patient had been hospitalized for congestive heart failure, device went off 8 times, and was told it was a lead fracture. Patient "transported to another hospital to have the lead and device replace(d)." She reported patient died with cause of death noted to be cancer. Review of manufacturer's database verified patient death and also that the patient did not have this sprint fidelis lead implanted when died. There is no allegation from the health care professional that the death was device related.